Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc checked the device and the reported phenomenon was not duplicated. Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. Based on the investigation result there was the possibility that the reported phenomenon was attributed to the temporary malfunction of the device.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a preparation for use the subject device did not turn on. The user facility did not provide other detailed information. There was no report of patient injury associated with the event.